Event description:
Preparing to initiate cardio pulmonary bypass. Surgeons cannulating at the field, while pump suckers on and patient fully heparinized. All suction returned to cardiotomy reservoir. Approximately 4 minutes after turning the suckers on the cardiotomy reservoir ruptured and was not useable. Approximately 10ml of suction blood was collected at this point of time. The cardiotomy reservoir was changed within 3 minutes and suckers were resumed.